Event description:
It was reported by physician thru a company representative that high impedance was found on vns patient, during a follow up visit. Device was switched off due to high impedance. Additional information was received that, no patient manipulation or trauma occurred that is believed to have caused or contributed to the high impedance. Patient was referred for xrays which will be sent to manufacturer for review. The last known system diagnostics were from (B)(6) 2007. Good faith attempts to obtain additional information remain underway.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device x-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
X-rays were received and evaluated by the manufacturer. Review of x-rays indicated the generator was visualized in a normal placement in the left upper chest. The filter feed-through wires and lead wires at the connector pin appeared to be intact. The lead connector pin appeared to be fully inserted into the generator connector block. The electrodes appeared to be placed in normal arrangement in the neck. Due to quality of images, lead cannot be clearly assessed for breakage or discontinuities. There was part of the lead behind the generator and could not be fully assessed. No obvious lead breaks or acute angle were observed in the assessed portions, considering poor quality of the images. Further information was received by the area representative indicating the treating physician will not recommend the patient for surgical replacement as there was no clear conclusion of a lead discontinuity and also based on patient's response to the vns system with some seizure reduction.